Event description:
It was reported to philips by a customer that the unit turns off while in use. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed stated the unit had shut off twice while in use. The biomed stated there was no patient harm and the unit was removed from patient without incident. The biomed stated the unit cycles normally and battery was depleted but charging. The biomed stated the unit switches from ac power to the battery and back again with no issues, battery voltage shows 13.6v, and there were no error codes in the log to note. The biomed stated that the log shows unit was running on battery for approximately 5 hours at the time of the incident. The rse advised the biomed to run the unit and allow battery to charge, also to check ac outlet that unit was plugged into for proper operation, customer will investigate further and advise. The biomed advised that ac outlet power cord were checked, and no issue was found, the biomed believes that the unit operated for extended time on battery while being moved to different locations within the hospital and was not allowed to recharge properly. The biomed recharged the battery to 16.7v and unit is operating normally with no problems found. The unit was returned to service. No other anomaly was reported.